Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic valve, the device was positioned in the annulus; at 80% deployment the distal inflow portion of the valve was reported to be severely constricted due to the patient's anatomy. The patient¿s pressure did not recover at 80% and the valve was rapidly recaptured into the ascending aorta. Cardiopulmonary resuscitation (CPR) was initiated and the patient was placed on bypass. The patient was defibrillated and hemodynamics recovered. The physician decided to abort the procedure; the valve was withdrawn from the body and discarded. The physician noted the patient's ventricle was too sick to compensate for the procedure and the adverse event was not related to a medtronic device. No additional adverse patient effects were reported.